Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The insulin pump had a minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was playing video games. The customer's blood glucose was 251 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.